Manufacturer narrative:
Citation: ochiai t., et al. Timing and outcomes of percutaneous coronary intervention in patients who underwent transcatheter aortic valve implantation. Am j cardiol. 2020 may 1;125(9):1361-1368. Doi: 10.1016/j.amjcard.2020.01.043. Epub 2020 feb 8. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the timing of percutaneous coronary intervention (pci) and the clinical outcomes of patients who underwent transcatheter aortic valve implantation (tavi) and planned pci. All data were collected from a single center between january 2013 and november 2017. The study population included 258 patients (predominantly male, mean age 81.3 years), 15 of which were implanted with medtronic corevalve bioprosthetic valves, 16 with medtronic evolut r bioprosthetic valves and 3 with evolut pro bioprosthetic valves (no serial numbers provided). The study population was divided into three groups: pre-tavi pci; concomitant pci and tavi; post-tavi pci. No patients in the post-tavi group received a medtronic bioprosthetic valve. Among all patients, 30-day mortality was 2% in the pre-tavi pci group and 0% in the concomitant pci/tavi group. 2-year mortality was 23% in the pre-tavi pci group and 12% in concomitant pci/tavi group. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: myocardial infarction, stroke, life-threatening bleeding, major vascular complications, coronary obstruction, need for implanting a second valve, need for implanting a permanent pacemaker, valve dislodgement and moderate-severe paravalvular regurgitation. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.